Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the right radial artery. The target lesion was located at the left anterior descending (lad) artery. A 6fr non bsc guide catheter was used then a 2.5mm x 10mm unspecified balloon catheter was used for predilation. Then a 3.00mm x 16mm promus element stent was advanced and deployed however post stent deployment, it was noted that there was an edge dissection. A 2.75mm x 16mm promus element stent was advanced and covered the dissection. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).